Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02033. It was reported that the patient was not receiving adequate therapy, after reprogramming attempts were unsuccessful. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13096. Additional information received reported surgical intervention was undertaken wherein the entire system was explanted.